Event description:
She took back to back blood glucose readings and received results of 149 and 40 mg/dl. The difference between readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.